Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood; the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead the lead was advanced to a point but due to scarring in the subclavian and superior vena cava (svc) the procedure was stopped due to suspected perforation of the svc. Therefore the rv lead was removed and replaced with a new lead on the patient's right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).